Event description:
Event description cpi received information that the ICD was oversensing, resulting in a discrepancy between the stored r-to-r intervals and egrams. Patient movement produced oversensing. Manipulation of the device at the pocket did not produce oversensing.